Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The type of stroke was not provided, however it was noted to not be a hemorrhagic stroke. The device operated as expected.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was stroke with unfavorable prognosis. The patient had a frustrated awakening in the intensive care unit (ICU) after a straightforward implantation. A computed topography (CT) scan showed a big stroke with an infaust prognosis, related to the patient¿s outcome. The patient left ventricular assist device implant and performance in the ICU was noted to be straight forward without any issues related to the outcome. It was reported that the patient's outcome was not device or therapy related. The device would not be explanted.